Event description:
Complainant alleged that the medics were responding to a call a pt needing CPR. The medic applied the electrodes to the pt, but the device would only dash lines and a "poor pad contact" message. In addition, the complainant reported that when the medics moved the pt or performed pt CPR the device also would not display the pt's heart rhythm. The medics placed the kendall biotech ultra brand ECG leads on the pt, but there was an excessive amount of artifact displayed. The medics had to stop in order to red the pt's ECG. The medics also reported that they were unable to pace the pt, with the pt in a supine position. There was no indication from the complainant of any adverse effect on the pt as a result of the reported malfunction. The complainant indicated that the stat pads multi-function electrodes would not be returned to zoll for eval, as both the pads and the packaging was inadvertently discarded subsequent to the event.